Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported leaking. During servicing, fse reviewed the error logs and found low wash and low pressure errors. Upon discussion with customer, the customer had already replaced the wash and ran a prime. However, the low pressure error messages and leaking occurred when they were trying to run patient samples. Fse powered on the analyzer and ran several patients and quality controls (qc) without any issues. Fse could not duplicate the problem. Fse replaced the column at the customer's request as it was nearing the warranty at 2480 injections. Fse then performed calibration and qc with acceptable results. The instrument was operating as expected. There was no further action required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the 101 low pressure error could not be determined. The instrument performed as intended.

Event description:
A customer reported that they were getting error 101 pressure low and seeing fluid below the column oven on the g8 instrument. The customer was instructed to take a pressure reading which resulted in 8.37 mpa. However, the customer stated that they still could see a large amount of fluid internally. The customer reported observing fluid around the outside of the instrument and on the counter. The waste tubing was not obstructed. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.